Event description:
Physician was attempting to deliver 1 integrity bare metal stent to the lesion in the rca but the device could not cross. When the device was removed it was noted to be deformed.

Manufacturer narrative:
Evaluation, results: related to operational context ¿ stent damage is most likely procedural related; (deformation problem). Conclusions: related to operational context) ¿ stent damage is most likely procedural related.

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 11th and 12th proximal stent segments were raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure¿ failure to deliver stent and stent deformation. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation conclusions: inherent risk of procedure¿ failure to deliver stent and stent deformation. (Root cause could not be determined). (B)(4).